Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of (B)(4).

Event description:
The event was reported by a customer from USA: "mr. (B)(6) stated that they recently ordered 58 brand new power cords and 5 of them few months later started to separate again. He mentioned that a 110 v of copper wire were exposed that can lead to a serious incident. Patient involvement: no. Delay in therapy: no. Need for medical intervention: no. Human harm: no "